Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit passed rewind, basic occlusion test, occlusion test,prime/a33 test, excessive no delivery test, displacement test and a21 error test. Unit received with cracked case at lcd window corners and battery tube threads. No unexpected a21 alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 60 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.